Event description:
The customer states that one pt sample generated an aeroset calcium assay result of 15.5 mg/dl that repeated back into the lab's normal range. The customer could not provide the exact value of the repeat result. No pt info is available. There is no impact to pt management reported.